Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that an intraocular lens (iol) implant that presented with debris or mark on the lens. There was patient contact. Additional information has been requested.

Manufacturer narrative:
Additional information provided in d10, h3, h6, and h10. The lens was returned positioned incorrectly in the lens case. Solution is dried on the lens. A light in color fiber-like foreign material was observed on one haptic. The optic is cut into three pieces, typical of insertion and removal. Small pieces of lens material were observed on the surface of the cut optic portions. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the observed foreign material. The lens being returned cut into three portions and the presence of surgical solution on the returned sample is evidence that the product was subjected to handling. Due to the presence of surgical solution and the condition of the returned sample, we cannot verify the foreign material was present when opened. The origin is unknown. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating the event occurred during the procedure and in the patient's right eye. The surgery was completed the same day.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).